Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the deflectable videoscope did not display an image. This was found during preparation for use. There was no patient involved.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The following information was corrected: h5. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image sensor cable was kinked approximately 93 cm from the boot of the control section. Since the image sensor cable was kinked, we presume that the event occurred due to internal breakage or short circuit. We presume that the cause of the kinking of the image sensor cable was excessive twisting or bending, which caused stress beyond what was expected, but could not specify it from disassembly analysis of the actual product. The event can be detectable//preventable by handling the product in accordance with the following the instructions for use which state: ltf-s300-10-3d operation manual ¿chapter 3 preparation and inspection 3.7 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.